Event description:
A healthcare facility in (B)(6) reported that the upper head casings of four iw910jeu baby control mobile infant warmers were cracked. Two of the units were also found to have damaged control panels. These were observed during use on patients. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint upper head casings of the iw910jeu baby control mobile infant warmers from the healthcare facility. We will provide a follow-up report once we have received the complaint devices and completed our investigation.